Event description:
It was reported there was a failed 127mm plunger accuracy test. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, rear case, lower housing, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, amd mylar gasket. Performed calibration. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 08dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to failed preventative maintenance of the tube drive arm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was a failed 127mm plunger accuracy test. No additional information. No patient involvement.

Manufacturer narrative:
Additional in h9: z-0322-2018 for syringe gripper. Z-2719-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, rear case, lower housing, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, amd mylar gasket. Performed calibration. A review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 08dec2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported there was a failed 127 mm plunger accuracy test. No additional information. No patient involvement.